Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited noise reversion episodes. The device was reprogrammed. The patient would continue to be monitored.